Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the ipg pocket site. The patient was treated with antibiotics and the scs ipg was repositioned to a new pocket site. The infection has since resolved.

Manufacturer narrative:
It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated